Event description:
It was reported that patient presented for generator replacement due to the implantable cardioverter defibrillator exhibiting signs of premature battery depletion and not being able to be interrogated. The device was explanted and replaced. No patient symptoms were reported.